Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "difficulty getting the product out of the syringe" (delivery system failure [plunger]). A facility reported surgeons and a nurse had difficulty getting the product out of the syringe on several occasions. There are no pt identifiers and no pt harm.

Manufacturer narrative:
The facility did not provide a lot number or any identification traceable to the mfg process. A sample has not been received for evaluation. (B)(4).